Event description:
It was reported that the pump started alarming no disposable patient switched to the pump that alarmed with no code earlier today. Advised patient that this was usually more of a cassette issue than a pump issue. The reported issue occurred while in use with the patient. No patient injury was reported. Device not available for investigation and no replacement device was provided. The patient had a backup device and able to switch and continue their infusion successfully.

Manufacturer narrative:
This MDR was generated under (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.